Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hysterectomy procedure while on vaginal cuff closure, the suture broke from the n eedle. The needle was still attached to the device. The device was used again with another suture and worked correctly.  A new reload was used to resolve the issue. There was no patient injury.